Event description:
It was reported the system locked up and required a reboot during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable, hard drive, and interface pcb. System operates as intended.